Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a competitor right ventricular (rv) lead were oversensing noise and exhibiting high pacing impedance measurements of up to 1900 ohms. The patient also received multiple inappropriate shocks, it is unknown if there was any therapy exhaustion. The physician believed the rv lead was fractured and surgical intervention was performed to abandon the lead. The ICD was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.